Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on 2018-apr-03. It was reported that the event resolved without sequelae on (B)(6) 2018 (note: this conflicts with the previous report that the event resolved with the new pump).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare via a clinical study on (B)(6) 2018. It was reported that the cause of the motor stall and low battery reset was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated that the outcome of the event resolved without sequelae on 2018 (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) on 2018-feb-15 reported when asked for the cause that the first issue was a low battery and the second issue was a motor stall. Actions/interventions included the pump was replaced as soon as medically possible (patient taking plavix) on (B)(6) 2018. It was noted that the stall, reset, and safe stated was resolved with the new pump. The patient's weight at time of event was (B)(6) pounds and was noted as an estimate. No further complications were reported/ anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via clinical study indicated the patient heard a "funny beeping noise" on the morning of their magnetic resonance imaging (MRI). MRI was not order by managing hcp or related to the pump or the catheter. The motor stall occurred after MRI and the pump was investigated and it was confirmed that it was a premature battery depletion. The event required in-patient or prolonged hospitalization. The device diagnosis was pump motor stall and other premature battery depletion. Device interrogation on 2018-feb-01 showed premature battery depletion. Interventions included the pump was explanted/replaced on (B)(6)2018 and was returned to manufacturer. It was noted to be replaced at 2:30 in the morning. It was noted that the motor stall occurred hours after MRI. At 15:23 the pump was in safe state-low battery and motor stall had occurred. The hcp refilled and updated the pump, and at 15:49 a reset occurred. The patient was sent to the hospital on withdrawal protocol getting more oral medication because the plan was to replace the pump and reuse the medication in the new pump. It was reviewed that the pump will turn back to minimum rate mode when a motor stall occurs and the pump was in safe state. It was stated that it did not happen, and it was explained that the hcp would have had to program the pump back to simple continuous. The pump was refilled and at pump replacement the programmer was reading that it should have 19.5ml. It was noted that the session report from (B)(6)2018 would confirm the pump was programmed to simple continuous. It was noted that the patient was admitted to the hospital on (B)(6)2018 (friday) and was currently intubated. Additional information received from manufacturer representative (rep) confirmed the following series of events: (B)(6)2018 (earlier in the day, sometime before 15:23), the patient had an MRI and they were not sure if a motor stall occurred and a motor stall recovery occurred message since the logs did not go back that far. On (B)(6)2018 (sometime between 15:23 and 15:46, the hcp called in for assistance with the motor stall and low battery reset message. It was noted the hcp was not told to check for motor stall recovery message. It was noted that the hcp most likely programmed the pump back to simple continuous rate, thinking that since the pump was in safe state (minimum rate) that it would not go to the simple continuous rate the hcp programmed the pump too. On (B)(6)2018 the patient went to the hospital so they could examine the patient in case of withdrawal. On e ither (B)(6)2018 or (B)(6)2018 the patient showed signs with overdose (since the pump had recovered at this time and went to the simple continuous rate and the patient was also taking oral medication. The hcp was not aware that the pump could go out of safe state and back to what was programmed, which led to the patient experiencing overdose symptoms. The logs showed low battery and reset occurring every minute from 11:41 to 12:50 on (B)(6)2018. The logs showed a motor stall occurred on (B)(6)2018 at 15:23 and the pump went into safe state on (B)(6)2018at 15:23. A motor stall recovery was noted in the logs on (B)(6)2018 at 15:49. The outcome of the event was noted as ongoing. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen (compounded), concentration 2000 mcg/ml at dose 459.5 mcg/day via intrathecal drug delivery pump for intractable spasticity and stroke. It was reported that the patient was seen the date of this report for a pump refill and had an MRI (magnetic resonance imaging) of his foot. Prior to the MRI the patient heard his pump alarming (heard a "funny beeping noise"). Upon pump interrogation the hcp confirmed safe state; reset occurred; motor stall occurred. The event logs showed a low battery reset occurring every minute from 11:58 to 12:50. Eri (elective replacement interval) was 1 month. The patient was anticoagulated so it would be difficult to operate on the patient at that time. The patient was asymptomatic. The hcp inquired if the patient was receiving any intrathecal baclofen. No further complications were reported.

Manufacturer narrative:
Analysis of the pump identified high battery resistance. (B)(4). Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.